Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had no output from its atrial port. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the display wires were pinched and the case was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The generator was received for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no output from its atrial port. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on the automated test console. Failed all atrial tests and caused the test program to freeze. No atrial output observed on the bench. Unit powered down during analysis and would not power on. Observed excessive heat through a thermal image on a component. Replaced the component with a known good part. Unit powered on, but no atrial output observed. Atrial pulse signal was traced through a transistor where it discontinued. The transistor was replaced with a known good part. Atrial output was observed. Ran on the automated test console. Passed all tests. Reviewed the logs, no errors observed. Conclusion: confirmed customer complaint of no atrial output. Failure caused by faulty transistor. If information is provided in the future, a supplemental report will be issued.